Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the firs 12 proximal rows slightly flared and overlapping. Struts from the 12th proximal row onwards are distorted and stretched over the bumper tip. The proximal part of the stent was still securely crimped on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink at 34mm distal from the hypotube to midshaft bond. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damaged occurred. A 3.50 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protector was pulled off, the stent was pulled away from the stent delivery balloon. The stent was partly detached and stretched off the end of the balloon. The device was never used inside the patient. No patient complications were reported.

Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damaged occurred. A 3.50 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protector was pulled off, the stent was pulled away from the stent delivery balloon. The stent was partly detached and stretched off the end of the balloon. The device was never used inside the patient. No patient complications were reported.